Manufacturer narrative:
As the serial number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that the device auto fires after second cocking. There was no reported patient involvement.

Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was received for evaluation. The magnum driver was visually inspected upon receipt and was found to be in good external physical conditions. Also rust is observed on the internal parts of the magnum. The device was functionally tested and failed the canula sled release function test due to failure of the main shaft assembly identified during evaluation. No other anomalies were identified. Therefore, investigation is determined to be confirmed for reported device self activation issue. One photo of magnum driver was provided by the customer and reviewed. In the photo, it's shown that the magnum driver is in the original case. Also, the case is in the opened position with product information including catalogue number, serial number and date of manufacturing. The serial number is not visible on the driver. No other visual anomalies were noted of the internal component. Based on the photo review, the reported issue self activation is determined to be inconclusive. The root cause for the self activation issue was determined to be failure of the main shaft assembly identified during evaluation. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the gun when placing the needle fires itself. There was no reported patient involvement.